Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 correction: date of event updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6, d6a: dates estimated.

Event description:
It was reported that the patient presented with angina. Angiography revealed stenosis of a de novo lesion in the left anterior descending (lad) artery with moderate calcification and heavy tortuosity. The 3x38mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a dissection was noted. Therefore, a stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided. The date of the procedure and implant date of been estimated to be (B)(6) 2024 as this is 1 month after the manufacture date.